Event description:
It was reported that this right ventricular (rv) lead exhibited and alert due to high shock lead impedance out of range. The lead remains in service. No adverse patient effects were reported.